Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02617. It was reported that shaft detachment occurred.. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the severely tortuous and non-calcified right internal carotid artery (rica). After a guide catheter was placed to the common coronary artery (cca), a 0.014x190 filterwire ez¿ embolic protection system was advanced and deployed in the distal of the lesion. An 8.0-21 carotid wallstent¿ was then advanced however, the device separated with the guide catheter before reaching the lesion. The whole system was removed and a new filterwire ez¿ embolic protection system and 8.0-21 carotid wallstent¿ were used but the same issues were encountered. A 6.0-22 carotid wallstent¿ was used but was also unable to be advanced. The device was removed and the procedure was ended. No patient complications were reported.